Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2016. The reaction was located on the thigh and described as a rash with little bumps. Dexcom became aware on 02/13/2017 that the patient's mother had taken the patient to the dermatologist due to skin reaction on (B)(6) 2016. At the dermatologist office the patient was prescribed fluticasone propionate, which the patient's mother used to treat the affected area, in addition to over the counter (otc) (B)(4). Date of medical intervention is an approximation. At the time of contact, the patient's condition was well. No additional event or patient information was provided. Based on the knowledge of the patient's mother seeking out medical advice for this skin reaction this is now being reported. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.